Event description:
It was reported that the customer did not observe a momentary full segment display during a battery change. The customer's blood glucose was 149 mg/dl. Advised customer to discontinue use of the insulin pump and revert to manual injections. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump was received with full segment display due to broken solder joint pin # 1 of keypad flex connector contact. Unit had scratched overlay.